Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the lead safety switch had tripped on the right ventricular lead. No out of range measurements were noted while reviewing the trends, impedance measurements or threshold measurements. Some noise was noted on stored electrograms.information was later received that this lead was surgically abandoned due to a lead fracture. No adverse patient effects were noted.